Event description:
During implantation of a 23mm sapien valve via transfemoral approach, the temporary pacemaker lost capture resulting in the valve shifting aortic and not in its intended position. The delivery system was re-advanced through the valve and inflated as the valve was pulled back to the abdominal aorta (just above the renal arteries). The valve was then re-ballooned to anchor it in place. A second 23 mm valve and delivery system was prepped. The 2nd valve was deployed successfully across the native aortic annulus under rapid ventricular pacing with a 50/50 placement. Post deployment tee results indicated trivial pvl, and no central ai. The procedure was completed without incident. The cause of the embolization was temporary pacer losing capture.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, loss of pacing capture resulted in embolization of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.